Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter difficulty removal and stent dislodgement occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 32 x 3.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion even after repeated attempts. While pulling back the stent, it got dislodged from the balloon and was stuck in the catheter and it could not be retrieved. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.